Event description:
Based on the initial info provided by the customer, this event was not considered reportable to the FDA. After a maude database review in 2007, it was discovered that the customer had reported this event to the FDA. This event is being reported in response to the customer's submission to the FDA. It was reported by the customer, that the tip of the instrument broke off, while in use during surgery. The tip was retrieved from the pt and no adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The customer's medwatch report indicates the device was returned to the manufacturer on 4/3/07. However, follow up attempts to obtain info regarding the location of the device have been unsuccessful. The instrument was not returned and the customer's complaint could not be verified. The cause of this event could not be determined without device evaluation. This is the second complaint of this type for this part/lot combination.